Event description:
This report is being filed as a result of changes to our MDR eval process. We have changed our process to better align with current agency policy. The customer reported that they did not achieve the desired yield and that the pt was hyper anti-coagulated during a wbc-autopbsc procedure. Upon f/u, the customer stated that there was no hematoma event during the procedure, but that the pt did experience a slight citrate reaction, tingling sensation on his lips, which was resolved with 1 gram calcium gluconate IV. Complainant was unwilling to provide pt ID info. This report is being submitted due to medical intervention in response to the citrate reaction.

Manufacturer narrative:
(B)(4). A service call was placed to check out the equipment and, specifically, the ccm. The service rep found the ac pump housing out of alignment, the centrifuge pressure sensor needed to be reseated, and that the rbc detector and ccm were out of calibration. He brought all parts back within mfg specifications. In the spectra essentials guide operator's manual, the operator is warned on pg 1-10 that "when using biologically derived replacement fluids, [they should] closely monitor the pt for reactions". Further they are cautioned that although "the spectra system has many safety features, a donor and/or pt reaction can occur rapidly. It is imperative that the operator continuously monitor the spectra system and the donor and/or pt." There was a small citrate reaction in which the staff responded correctly to the issue by administering calcium. Related to the yield issues, there could have been several causes, including pt mobilization, harvest frequency, volume processed, access pressure low alarms, interface position, lab measurements and calculations, however, the risk mgr was unable to give many details regarding these possibilities for this procedure. Trending indicates that this is an infrequent issue. Undetermined; it is possible that there is a procedure or pt related cause for the yield issues but this cannot be unequivocally proven. Conclusion: citrate reactions are a known side effect of this procedure.